Event description:
It was reported that the patient presented in clinic for follow up when loss of sensing and capture were observed. X-ray was performed and the atrial lead was noted to be dislodged. Lead repositioning was discussed. The patient was stable before, during and post the clinic visit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient presented for the atrial lead repositioning procedure on (B)(6) 2018. The lead was cut, capped and replaced. The patient tolerated the procedure well and was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead measuring 15.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received states that the patient presented to the clinic for lead repositioning instead the physician elected to do programming changes. The patient was stable pre, during and post programming and was discharged home.